Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a calcified and severely tortuous mid to proximal left anterior descending artery that contained a bend of greater than 90 degrees. A 3.5x16mm promus element drug eluting stent was advanced to the lesion but could not cross. The device was removed and the procedure was completed with another promus element stent. No patient injuries or complications occurred. Patient status is listed as "stable." Product analysis revealed stent damage. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Struts along the entire length of the stent were misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).